Event description:
The international philips field service engineer (fse) reported a ventilator patient system is occluded. Patient involvement information is unknown but has been requested. No patient or user harm was reported. Further information is pending

Manufacturer narrative:
The device was evaluated by the customer with the assistance from an international philips remote service engineer (rse). The customer was provided with a quote to replaced the motor controller (mc) printed circuit board assembly (pcba) and the blower assembly was broken. It is unknown if any parts or repairs have been conducted. Multiple attempts were made to obtain information regarding the patient information, repair, and operational status with no response. If additional information is later obtained, a supplemental report will be submitted.